Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: ax1t097471. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported, during initial implant of the neurostimulator and tined lead, the patient's intraoperative motor thresholds and impedances were good after closing the surgical incision. The physician spent time working where the left needle and tined lead was placed after closing. During post-operative programming there was no stimulation. The physician was notified and they indicated the lead could have moved while working on the area. The physician stated they ordered an x-ray. Additionally, the patient reported they were having success with their symptoms. The physician reviewed the x-ray, and it showed the lead migrated. The patient had surgery to revise their tined lead. The patient is doing well post revision at this time.